Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. An evaluation was performed on the returned device. As per received condition of device; a buttress/compression nut was received stuck on a guide sleeve. Minor wear exists on both devices consistent with typical use. The guide sleeve (357.369 lot 5685644) and buttress/compression nut (357.371 lot 5691246) are components of the trochanteric fixation nail (tfn) system and are used to aid the alignment and insertion of the helical blade for proximal locking. After the nail is inserted into the femur, an aiming arm is attached to the insertion handle and a buttress/compression nut and blade guide sleeve assembly are inserted through the aiming arm. The nut is rotated to advance the blade guide sleeve to the bone. With the guide sleeve in place, a guide wire can be inserted, a hole drilled and the helical blade can be inserted and locked into the nail (technique guide j3900-I). (B)(4) were reviewed and found to be suitable to determine the intended device design, application and dimensional conformity. The guide sleeve and buttress/compression nut were found to have met the drawing specifications. The devices were received under the complaint category ¿sticks/jams/stuck¿. The returned devices were received assembled and would not unthread. As such the threads on the interior of the buttress/compression nut and those of the guide sleeve which were in contact with the nut were unable to be examined. Minor thread wear is present elsewhere on the guide sleeve as would be expected from a 6 year old device (manufactured 5/2008). Likewise the buttress/compression nut was manufactured in 5/2008. It is likely that thread damage to one or both of the components lead to the binding exhibited in the complaint condition. Thread damage to these instruments is typically the result of misdirected mallet strikes during the insertion of a helical blade. The guide sleeve and buttress/compression nut were received stuck together and were unable to be separated. As the devices were not functioning as intended, the complaint is confirmed. Minor wear is present on the threads of the guide sleeve which are visible. It is likely that the threads are damaged at the point where the buttress/compression nut became jammed. This damage is likely to an errant mallet strike; as such the complaint condition is the result of the method use rather than a design deficiency. The device designs are deemed appropriate for their intended uses. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery for intertrochanteric fracture, the blade guide sleeve and the buttress/compression nut were discovered to be locked together and would not disassemble. These parts were from the trochanteric fixation nail (tfn) set being used in the procedure but they were not intended to be used during this procedure. The complaint was reported as these parts may need to be used in future procedures. Patient outcome was fine and the surgery was successfully completed. There was no delay reported. This report is 1 of 1 for complaint (B)(4).